Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.